Manufacturer narrative:
Clinical notes: the cause of death was non-cardiac. The patient was hospitalized two weeks before due to unrelated illness and was referred for hospice.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.